Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, ams (automatic mode switch) episodes due to noise on the right atrial lead was noted. Ventricular fibrillation (vf) was detected due to noise, although no inappropriate therapy was delivered. The physician will continue to monitor the lead. The patient was in stable condition.